Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that she was having a return of symptoms. She was getting up a lot to go to the bathroom. For example, last night they went 11 times. As soon as she felt the urge to go, the urine immediately starts coming out. It was as if she never had the device. It used to work great. The symptoms were gradual. She had a fall on (B)(6) 2015 and broke her hip, which resulted in the need for 2 hip surgeries and ultimately a hip replacement. After her 2nd surgery, her symptoms seemed to get even worse. She went in to see the health care professional (hcp) and he adjusted her stimulation but it did not resolve the issue. She used to be on maximum 2 volts but the hcp turned her up to 3.8 volts. The patient felt a shocking/painful sensation. It was painful/shocking for 3-4 minutes and then it went away. These symptoms were sudden. This sensation happened when she used her patient programmer to turn stimulation up from 3.8 volts to 3.9 volts. There were no actions/interventions taken prior to the call or during the call. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information received from the patient reported that the patient had contacted their doctor. The doctor had reset her settings three times. Before she fell she was only going once to twice a night and could hold it. Since she fell she got up 7-8 times a night, and during the day she could not control it anymore. When she fell they had to repair her hip. They had to put a plate and screws in on (B)(6) 2015. When she changed the numbers and when the doctor changed the numbers today, she got zaps from her back of her butt cheek to her vagina. It would almost knock her out. The doctor had put her now on a cycling mode to see if it would help, where it would stop and start. The patient felt the wires got disrupted when she fell. She asked for an x-ray but the doctor told her that it would not show anything.